Event description:
It has been reported to philips that geometry movements were not possible on the azurion system. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred when system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system¿s cathlab geometry and thermodynamic not working properly. Upon investigation fse confirmed the issue caused because of gib in r-cabinet was malfunctioning. The fse replaced gib. After replacement gib, the system was returned to use in good working order. The codes were updated based on the investigation outcome.